Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was 85 mg/dl at the time of the incident. Customer also stated that they did not receive a low battery alert prior to the replace battery alert. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm or power loss alarm noted during testing.